Event description:
The patient stated on (B)(6) 2016 ,she woke up and noticed a lot of pain in the area where the device was and also symptoms returned. She was in program 1 and program 1 stopped being effective. The pain was no longer there. The patient talked to the representative and representative suggested changing a program. The patient changed to program 2 and program 2 made symptoms even worse. The patient changed back to program 1 and it was not helping her. She then turned her implantable neurostimulator (ins) off for several days to save the battery. The patient called today asking for assistance in switching to program 3. The patient switched to program 3 on the call and she started feeling stim at 1.3 v but stim was along in her back and not in the bicycle seat area. The patient then switched to program 4 and stated she felt stim in lower coccyx area, lower than in program 3 but not quite in the perineum. The patient was going to try program 4. The patient indicated that the change in symptom/therapy was noted as sudden. The representative later reported on 2016-04-27 associated the pain with change in programming. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.